Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing at atrial tachy response events. Boston scientific technical services (ts) discussed the option of turning off atrial discriminators and considering chest x-ray as this is a new implant. This ra lead and crt-d remain in service. No adverse patient effects were reported.